Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized (B)(6) at 4 pm for a flu and a high blood glucose level of 400 mg/dl. The customer stated that they experienced a state of diabetic ketoacidosis. The customer stated that they do not think their insulin pump is the cause of the issue. The customer will monitor the insulin pump for any issues. No further information was provided.